Event description:
It was reported that, "this was an aviator plate that was implanted for a 3 level fusion. There was a non union at the top and bottom. The screws were variable self drilling. The pt worked as a lumber jack. The top left screw backed out of the plate and actually broke the spring locking device."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering eval.